Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed, that the operation channel was buckled. Based on the result, we concluded that it was caused, due to the excessive force applied on the operation channel. Based on the technical report, it was evaluated not to submit MDR.

Manufacturer narrative:
This device is not distributed in us. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
The op-channel is buckled at the inlet t-piece. This event occurred at the time of before use. There was no report of patient harm.